Event description:
New information received notes that lead fracture was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, high, out of range, pacing lead impedance was observed on the right ventricular (rv) lead. The rv lead impedance trend was out of range in (B)(6) 2021. Intermittent capture and high capture threshold were also noted. Programming change was made. The patient was reported to be fatigue in recent months. The lead was capped and replaced on (B)(6) 2021. The procedure was successful, and the patient was discharged home.